Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer.

Event description:
It was reported the patient was going to have a catheter and pump revision/replacement. It was planned for (B)(6). No reason was given and no other information provided. The patient status at the time of the report as alive, no injury. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had catheter replacement and reposition done to improve pain control, not a new pump.